Event description:
Device malfunction: entanglement with stent delivery catheter tip. Symptoms/ae: flow impairment and vasospasm. Time of malfunction/symptoms/ae: during the procedure. The following was noted during article review. A retrospective study was conducted of 77 carotid artery stenting procedures using two types of embolic protection devices (epd) to report the complications, rescue procedures and consequences related to the use of an embolic protection filter during carotid artery stenting (cas). It was reported that during a carotid artery stenting procedure, the filter became entangled within the stent delivery catheter tip. The filter was successfully separated from the catheter tip by pulling it from the stented segment. Additionally, there was reported flow impairment and vasospasm which occurred after peeling away the outer sheath of the stent delivery catheter to deploy the stent. The symptoms resolved spontaneously with filter retrieval. No abbott stent devices were used for this study. Although requested, there is no additional information available.

Manufacturer narrative:
This report involves a retrospective study noted in an article. No device was available for analysis. Attachment: bae ju kwon, md; moon hee han md; hyun-seung kang, md; and cheolkyu jung, md; "protection filter-related events in extracranial carotid artery stenting: a single-center experience" journal of endovascular therapy december 2006;13:711-722.